Event description:
It was reported that the patient presented for scheduled follow-up. Reviewed of stored records revealed qrs double counting. Programming changes were made. Patient condition is good.